Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button harder to press and had to be pressed more than once to work. Customer reported that the insulin pump was draining batteries in 3 days and rejected new batteries. Customer reported that the insulin pump had given random no delivery alarms and e error codes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.